Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2750 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the netherlands. Device not returned for evaluation.

Event description:
It was reported patient received a new PICC due to leakage at the red part of the lumen. Two days later when flushing the lumen there is again leakage between the red part and the bionecteur in the hematology clinic. Physician consulted. Since catheter does not leak if nothing is given over, do not use until monday. Agreed on monday that patient will get new PICC. Do not use until then. Consequences for the patient: minor damage. It was reported this occurred with two patients and three devices. This report addresses patient one and the first device.